Manufacturer narrative:
The device associated to this report is expected to be returned but has not yet been received. If the sample is received, a summary of the sample analysis will be provided in a supplemental report.

Event description:
The company received a report from a european customer claiming that the tube was discovered to be "swollen." This was discovered while trying to insert a stylet into the device. Replacement of the device was required.